Event description:
It was initially reported by the physician that he got high lead impedance reading when he performed system and normal mode diagnostics. No patient manipulation or trauma was reported. Patient last diagnostics were obtained probably a year ago but the physician did not remember the date. Physician was advised to turn off the device and take x-rays. Physician did not want to take x-rays. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.